Manufacturer narrative:
Approximate age of device: 4 years, 11 months. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: the manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient has been discharged and is doing well.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted for gastrointestinal bleeding - site not specified. The patient's hemoglobin was in the 4g/dl range and was treated with transfusion of 4 units of packed red blood cells. No further information was provided.